Event description:
It was reported that the left ventricular (lv) lead had high thresholds. It was also reported that the high lv outputs caused early device battery depletion. The lv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trm biv ICD implanted: 2013-(B)(6), 5076-45 lead, implanted 2013-(B)(6). (B)(4).